Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. The literature for this device addresses the possibility for heterotopic ossification.

Event description:
It was reported that patient was found to have heterotopic ossification postoperatively after reporting neck pain. There were no additional patient impacts reported and there are no plans to revise at this time.